Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has been exhibiting a high out of range shock impedance measurement, measuring greater than 125 ohms over the last year. Technical services (ts) was consulted and provided troubleshooting and programming options. The health care professional (hcp) stated the patient is to undergo a device changeout procedure in the future during which the rv shock impedance issue would be addressed. At this time, the device system remains in service. No adverse patient effects were reported.